Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure it was discovered that the right atrial lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.